Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient reported they were seeing no device found on their controller. Patient said it had been an hour and a half or something, and they couldn't get to the screens they were trying to get to. Agent asked when patient last charged the ins and patient said they didn't want to put the recharger over their implant to see how much charge was on the implant, they just wanted to see the battery levels. Agent explained the 'no device found' screen would most likely come up if the implant battery was too low and needed to be charged. Patient was unable to start a charging session at the time of the call because they need someone else to assist them. Patient will call back when they have someone to help them charge the implant tomorrow. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.